Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit power up properly after battery installation. However, unit received with corroded battery tube. Unit received with operating currents within spec. No failed battery test noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and battery tube threads. Unit received with broken reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated does not recall any significant event leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer does not want to troubleshoot for failed battery test. The customer was advised to remove battery to stop alarming.